Event description:
It was reported that during use in a 3rd molar extraction this handpiece got hot. The procedure was completed as intended by using another handpiece. There was no report of injury or surgical delay

Manufacturer narrative:
No medwatch from received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the drill was received for evaluation and the reported problem was unable to be verified. During testing, the drill remained within the specified temperature range. Further investigation found the device requires preventive maintenance; the bearings are worn and the unit failed ground bond testing. The instruction manual for this handpiece provides the following warning: overheating might occur if the handpiece of accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. In addition, the recommended service interval for this drill and associated bur guards is six months. The customer will be contacted with additional information regarding this product.